Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have no failures related to the reported event. The complaint regarding the inverted image was not confirmed by failure analysis. Additional observation not reported by the site were identified. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect(s) were detected in either or both eyes. The endoscope was found with an artifact(s) in the left eye. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. During an inspection of the endoscope cable, exhibited a deforming cable.

Event description:
It was reported that during a da vinci-assisted the surgical procedure, the 30-degree endoscope had an inverted image. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image on endoscope, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the investigation is still in progress. A supplemental MDR will be submitted if any additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.